Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient, with adjacent level disc disease, underwent a spine revision procedure on (B)(6) 2018, to remove synthes uss (universal spinal system) pedicle screws as the original level l5 - s1 had fused. The surgeon revised the patient to extend fusion one level above the already fused l5-s1 level. While the surgeon was attempting to back out the pedicle screw with general screw removal instruments, the tip of a 2.5mm set screw extractor broke off in the pedicle screw. The surgeon was able to remove the screw with vice grips without any additional medical intervention being required. The surgeon removed the 6.0mm titanium side-opening screw 45 mm (x2) and the 6.0mm titanium side-opening screws 50mm (x2). The explanted screws were discarded. All fragments were successfully removed and the patient outcome was reported to be "good" at the end of the procedure. Concomitant devices reported: 6.0mm titanium side-opening screw 45mm (part# 498.645, lot# unknown, quantity# 2), 6.0 mm titanium side-opening screw 50mm (part# 498.650, lot# unknown, quantity# 2). This report captures intraoperative breakage of set screw extractor. This report is for one (1) 2.5mm set screw extractor. This is report 1 of 1 for complaint (B)(4).